Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump was monitored for 24 hours with no unexpected failed battery test alarms noted. No unexpected shut off anomalies were noted during monitoring. A broken and damaged battery compartment and battery tube threads were noted. A slightly corroded battery tube was noted. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube and a stained address and serial number label. The insulin pump passed the displacement test, operating currents and off no power test.

Event description:
Customer reported that the insulin pump was shutting off and a piece of the battery compartment was missing. Customer reported that the insulin pump also returned a failed battery test. Blood glucose level was 120 mg/dl at the time of the call. No further information was provided.